Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message. Tech support walked the customer through on how to rotate the shaft to home position, which the number read 00000, but when powered on (ua) 45 was still displayed. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during the archive review but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The root cause for the ua45 was due to the drive shaft not being at "home position", likely attributed to unintended user error. The archive data indicated multiple ua45 error messages, thus, confirming the customer's reported complaint. The encoder drive shaft was not within the normally acceptable range when the platform was powered on. The encoder driveshaft had been rotated back to its home position before the platform was returned for evaluation. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. The ua45 was not reproduced. The platform also passed the run-in test using the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.